Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information provided is limited to the article. Additional information has been requested. The journal article did not include any analysis of how or if the 3dmax mesh potentially caused or contributed to any patient outcome or complications. Seroma, and hematoma are known inherent risks of surgery and are listed in the adverse reactions section of the instructions-for-use supplied with the device as possible complications. Regarding the ¿superficial bladder injury¿ this appears to have occurred during the implant procedure and not caused by or associated to the device used to treat the patient. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as (B)(6) 2012 based on the information provided. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per journal article: ¿does the mesh type influence the outcomes and costs of robotic inguinal hernia repair?¿ the aim of this retrospective cohort study was to compare the clinical outcomes and hospital costs associated with two different meshes in robotic transabdominal preperitoneal inguinal hernia repair (ihr) between february 2012 and july 2022. Patients who underwent ihr were assigned to either the polyester self- gripping (psg) group (non-bard mesh) or the polypropylene (pp) group (bard/davol 3dmax mesh). From an initial cohort of 671 consecutive patients who underwent right inguinal hernia repair (rihr), a total of 644 elective repairs were included. Of these, 502 patients received a polyester self- gripping mesh vs. 142 patients a polypropylene mesh. Postoperative complications of polypropylene groups include seroma (8) and hematoma (2). One patient in each group was readmitted to the hospital within 30-day of hospital discharge. One superficial bladder injury occurred in polypropylene group. This article concluded that there were no differences between the polyester self-gripping and the polypropylene mesh in terms of postoperative complications, clinical outcomes, and hospital costs. Surgeons may opt for either meshes depending on their preferences and familiarity with each of the products.

Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information provided is limited to the article. Additional information has been requested. The journal article did not include any analysis of how or if the 3dmax mesh potentially caused or contributed to any patient outcome or complications. Seroma, and hematoma are known inherent risks of surgery and are listed in the adverse reactions section of the instructions-for-use supplied with the device as possible complications. Regarding the ¿superficial bladder injury¿ this appears to have occurred during the implant procedure and not caused by or associated to the device used to treat the patient. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as 01-feb-2012 based on the information provided. H11: this supplemental MDR is submitted to correct the report source which was inadvertently added and submitted in the initial MDR. Corrected field: g2 (report source). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Per journal article: ¿does the mesh type influence the outcomes and costs of robotic inguinal hernia repair?¿ the aim of this retrospective cohort study was to compare the clinical outcomes and hospital costs associated with two different meshes in robotic transabdominal preperitoneal inguinal hernia repair (ihr) between february 2012 and july 2022. Patients who underwent ihr were assigned to either the polyester self- gripping (psg) group (non-bard mesh) or the polypropylene (pp) group (bard/davol 3dmax mesh). From an initial cohort of 671 consecutive patients who underwent right inguinal hernia repair (rihr), a total of 644 elective repairs were included. Of these, 502 patients received a polyester self- gripping mesh vs. 142 patients a polypropylene mesh. Postoperative complications of polypropylene groups include seroma (8) and hematoma (2). One patient in each group was readmitted to the hospital within 30-day of hospital discharge. One superficial bladder injury occurred in polypropylene group. This article concluded that there were no differences between the polyester self-gripping and the polypropylene mesh in terms of postoperative complications, clinical outcomes, and hospital costs. Surgeons may opt for either meshes depending on their preferences and familiarity with each of the products.